Event description:
It was reported that the subject device was doa (dead on arrival). The event occurred upon installation on arrival for customer. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed and e226 scope communication error appears. Based on the results of the investigation, it is likely that the endoscopic image cannot be displayed and e226 scope communication error were due to disconnection in cable unit. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was doa (dead on arrival). The event occurred upon installation on arrival for customer. There was no patient involvement.